Manufacturer narrative:
Product event summary: analysis found that all the lights were on at 6.2 volts and the machine did not work.

Event description:
It was reported that the battery consumption was too fast and the machine powered off automatically. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.